Manufacturer narrative:
(B)(4) the customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The customer returned one introducer needle for analysis. Signs-of-use were observed on the needle. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth at the cannula separation point. A device history record review was performed, and no relevant findings were identified. Based on the visual inspection and the comments from r & d, the root cause of this complaint was design related. Teleflex has identified that the needle hub material was susceptible to cracking when placed under stress (i.e., pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "needle hub broke and separated" while gaining initial access in the vessel. The needle was removed entirely and a new needle was used. The patient's condition was reported as fine.

Event description:
It was reported "needle hub broke and separated". No patient harm was reported. A new needle was used. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).